Event description:
It was reported that a user experienced confusion during a supply change on an ilet pump and inserted an old, empty cartridge while remaining connected and not performing a rewind, then disconnected during corrective steps; the user felt no resistance during insertion and blood glucose measured 180 mg/dl prior to the call and 191 mg/dl at the end of the call. Customer care provided support which included troubleshooting and user education conducted remotely. Investigation of this case revealed user error related to failure to rewind and insertion of an empty, previously used cartridge while connected. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery during the supply change with glucose elevation that was expected to self-correct after restoration of therapy. It was concluded that the event was attributable to use error, and the device was functioning as designed once a correct supply change was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.